Manufacturer narrative:
(B)(4).

Event description:
It was reported that low alerts were delayed on the receiver. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.